Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for an accidental overdose of insulin and low blood glucose. The customer's blood glucose at the time of incident was 114 mg/dl. Troubleshooting found that pump functioned as designed. The customer was advised to follow up with their doctor regarding the low blood glucose.